Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The fault was traced to bulk monitor board (bmb) on the side of the bulk power supply. The bmb was replaced. The iabp console was inserted and removed from the cart numerous times, each time it recognized that the mains was applied and showed the batteries as charging. The upper display showed the iabp console was in hybrid mode and not in rescue mode. The iabp passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not recognizing when it was plugged into the mains. The mains led lit on the top panel of the iabp cart but it was showing batteries in use (both green) on the upper display. The iabp console was swapped into another cart to prove the fault was with the cart and not with console as once it was in another cart, the batteries were showing as charging (both grey). There was no patient involvement, thus no adverse event was reported.